Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 6. Details of surgery: sinus augmentation. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event, the patient experienced: peri-implantitis and inflammation. No further patient complications were reported.